Manufacturer narrative:
(B)(4). The reported patient effects of dyspnea, myocardial infarction, and angina are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial filed MDR, additional information confirmed that this abbott incident #(B)(4) is a duplicate of abbott incident #(B)(4) and abbott incident #(B)(4). A review of the duplicate cases revealed the following additional information: a week after implantation of an unspecified 2.5x23 and 2.25x8 promus stent on (B)(6) 2011, the patient began experiencing shortness of breath, chest pressure, left face and lip numbness, facial edema, and a red complexion. The patient was rehospitalized and the patient believed that a mini-stroke may have occurred. During hospitalization, a stress test revealed an atypical infarction; a head computer tomography scan was negative. The patient's amlodipine was increased from 5mg orally daily to 10mg, which reportedly relieved some of the chest pressure. A promus stent was taped to the patients arm, and the arm immediately reacted with redness. The patient was prescribed prednisone and the symptoms resolved. When the patient was taken off of prednisone, the symptoms returned. No additional information was provided.

Event description:
It was reported that approximately a few months after implantation of an unspecified promus drug-eluting stent in an unspecified vessel, the patient may be experiencing a type of allergic reaction. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.